Event description:
A malfunction was reported by the customer, identified by the code malf 16, with no notable events occurring before the issue. There was no adverse impact on the customer's blood glucose level. The technical support team decided to replace the pump, and coordinated with the customer to ensure a smooth transition to multiple daily injections (mdi) as a backup therapy. The pump was under warranty, and the customer was instructed on how to store the pump and return it using a pre-paid label, with all instructions acknowledged and understood.